Event description:
Per the information provided to co by the physician's office, the device was removed due to a "fluid loss." As reported to co, the entire device was removed and replaced with a mentor 3-piece inflatable penile prosthesis.